Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and did not complete air removal step. Tandem technical support educated the customer that insulin should not be cold and air should be removed. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.